Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured october 24, 2014 to october 25, 2014. The device was returned for evaluation. Visual inspection noted fluid inside the housing. The leak was due to a ruptured reservoir. The reported condition was verified; however the cause of the rupture could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was found outside of the reservoir of a large volume infusor, indicative of leakage. This occurred during or after filling with an unknown cytotoxic medication and before patient use. There was no patient involvement. No additional information is available.